Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that only the proximal segment was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 407 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of pacing impedance high out of range were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead exhibited high impedance out-of-range due to lead fracture. The lead was explanted and a new lead with a different model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high impedance out-of-range due to lead fracture. The lead was explanted and a new lead with a different model was implanted. No additional adverse patient effects were reported.